Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received a notification on the pump stating that the insulin could not be resumed. During contact with tandem technical support, the customer was able to resume insulin delivery. The customer reviewed the pump history and only a resume pump alarm was observed. The customer's blood glucose level was not impacted.